Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter pump exhibited a mechanical issue. The patient experienced recurrent incontinence. The pump was explanted and replaced. The original balloon and cuff will be explanted and replaced in approximately two months. No further patient complications were reported.